Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included body mass index normal, tubal ligation, premenopause, feeling down, uterine bleeding and polycystic ovary. Previously administered products included for an unreported indication: depo provera from 2001 to 2007. Concurrent conditions included pyrexia, spotting vaginal, pelvic prolapse, loss of all interest, adenomyosis, endometriosis and bloating. Concomitant products included fluoxetine hydrochloride (prozac) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depressed / hopelessness") and alopecia ("hair loss"). In 2014, the patient experienced rash erythematous ("rashes or skin conditions type: red rash occasionally"), fatigue ("fatigue") and initial insomnia ("other injury or complication describe : difficulty getting to sleep"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") and experienced pelvic pain ("pain"), lasting 2016 min. On an unknown date, the patient experienced rash ("skin rash"), pain in extremity ("leg pain"), back pain ("back pain") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, weight increased and fatigue was resolving, the rash, pain in extremity, back pain, abdominal distension, dyspareunia, depression, rash erythematous, dysmenorrhoea, alopecia and initial insomnia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, initial insomnia, menorrhagia, pain in extremity, pelvic pain, rash, rash erythematous, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery insertion: about 8 coils were identified protruding from both ostea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes, hysterectomy and salpingo-oophorectomy: uterus with proliferative endometrium. Negative for hyperplasia or atypia. Cervix with chronic inflammation, negative for dysplasia. Fallopian tubes with endometriosis.. Ultrasound scan vagina - on (B)(6) 2017: no leiomyoma or cyst identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, abdominal distension, initial insomnia, depression, dysmenorrhea, menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and medical records received: reporter information, patient demography, lab data, medical history and concomitant drugs was added. New events -" abnormal bleeding (vaginal, menorrhagia) ,psychological or psychiatric problems condition depressed / hopelessness, rashes or skin conditions type: red rash , dysmenorrhea (cramping), fatigue, hair loss, pain, other injury or complication please describe: difficulty getting to sleep were added. The outcome of reported bleeding was updated to recovered/resolved. Outcome of event fatigue, pelvic pain, weight gain and abdominal pain were updated as recovering / resolving. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), weight increased ("weight gain"), pain in extremity ("leg pain"), back pain ("back pain"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, rash, weight increased, pain in extremity, back pain, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, pain in extremity, rash and weight increased to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.